Manufacturer narrative:
The investigation conducted by field service engineering found system error codes 20003 and 20013 in the system error log. These errors are associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The system error code 20013 is generated when an error is detected as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer). Upon determining this condition, the safety systems put da vinci in a recoverable safe state. The system error code 20003 indicated that another fault occurred during the system start up. As of january 18, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer experienced a non-recoverable system error. The site power cycled the system, however, the error continued to occur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.